Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the base of a stimuloc "couldn't fix." It was stated that another package was used because the screw had been bent. It was noted that the operation finished successfully and there was no patient health hazard. No further information was provided.